Manufacturer narrative:
Because the device was not returned for evaluation (at tine of reporting), a definitive cause could not be found. It was noted by the surgeon that he felt the failure was "caused by his technical error". The failure has been logged for trending purposes.

Event description:
The doctor was trying to pierce the tissue with the needle in order to pass the anchor and the suture through the rotator cuff. Be he couldn't pierce it with such feeling as the needle hit against the bone. After that, he twisted the passer and was trying to pierce it, and then the tip of the needle was caught on tissue and was broken.